Event description:
It was reported that the patient¿s pump had been empty and alarming since (B)(6) 2015. The health care provider (hcp) inherited the patient from a previous hcp. The patient was in for a refill. The pump was infusing clonidine. A follow-up report will be submitted if more information becomes available.

Event description:
No patient symptoms or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l36996, implanted: (B)(6) 1995, product type: catheter. (B)(4).